Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the authorized service provider (asp) received on (B)(6) 2025, the device issue was clarified to be with the touchscreen controls. The customer declined any service by philips, so no repair was completed on the device remotely or onsite. Philips is unable to confirm the final disposition of the device due to the customers refusal of service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.